Event description:
The hcp reported the pt presented with overdose symptoms - "semiconscious with little or no respiratory depression." The pt was hospitalized, given narcan for the overdose, and ativan for the agitation. The pump was interrogated and all the programming was verified as correct. The hcp decreased the daily dose of the intrathecal baclofen from 1600mcg to 1200mcg. The pt had undergone a catheter revision the day before. The hcp had been told there was not a bolus programmed at that time. The hcp plans to access the catheter access port and withdraw 30 - 40 cc of cerebrospinal fluid. A f/u report will be sent, when add'l info is rec'd.